Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Event description:
It was reported that on (B)(6) 2014, patient was pre-operatively diagnosed with l5-s1 degenerative disk status post diskectomy with failed back syndrome, and left sciatic pain, l5-s1 spondylolisthesis, l5-s1 degenerative disk disease and underwent the following procedure: l5-s1 bilateral hemilaminectomy with medial facetectomy, foraminotomy, lysis of old adhesions and placement of pedicle screw instrumentation using the instrumentation system with neuro navigation at l5-s1 and placement of peek interbody cage from a right-sided l5-s1 transforaminal approach with lateral arthrodesis using local autograft, allograft and extra small rhbmp-2; l5-s1 laminectomy with medial facetectomy, foraminotomy and lysis of epidural adhesions after prior l5-s1 diskectomy with stereotactic navigation for placement of pedicle screws using spinal instrumentation at l5 and s1 and application of interbody mechanical device at l5-s1 using peek interbody cage, local vertebral autograft and rhbmp-2/acs. As per the operative notes, the peek cage was packed with locally harvested bone which was ground down, and first the anterior portion of the disk space was packed with one-third pledget of an extra small rhbmp-2 with locally harvested autograft. This was packed anteriorly followed by interbody cage. The dural surface and the disk spaces were then sealed with some duraseal to prevent any bone or rhbmp-2 products to lead back into the decompression site. The rods were placed and then caps were placed and then the construct compressed. The transverse processes of l5-s1 were decorticated and then another third small pledget of bmp was placed out laterally, followed by locally harvested autograft and a small amount of allograft. No intra-operative complications were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.